Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the unspecified access set was perforated in close proximity to the dark blue sliding pump key clip, which resulted in a chemo spill. This was identified when loading the chemotherapy medication into the unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.